Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump did not reappear due to the presence of fluid in battery compartment and customers blood glucose was 117mg/dl. The insulin pump will be replaced and the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with corroded battery tube. Device passed displacement test and self test. No unexpected led anomaly noted during testing.